Event description:
This patient was undergoing endoscopic mucosal resection of a nodule in her gastric cardia (previous biopsies showed intestinal metaplasia). The mucosal resection was complicated by post resection hemorrhage. In these cases, it is critical to that the esophagogastroduodenoscopy (egd) scope retroflex to visualize the gastric cardia. This upper endoscope could not adequately retroflex, thus resulting in prolonged bleeding and significant procedural difficulty.